Manufacturer narrative:
Pump was received with stripped battery cap coin slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not working. Customer's blood glucose value was unknown. Customer states they are unable to remove the battery cap on their pump. Insulin pump will be returned for analysis.